Event description:
It was reported that this right ventricular (rv) lead was dislodged due to patient's twiddler syndrome. This lead still remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to patients twiddler syndrome. This lead still remains in service. No adverse patient effects were reported. Additional information indicated that the leads were repositioned due to the dislodgement which was confirmed through x-ray imaging. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to patients twiddler syndrome. This lead still remains in service. No adverse patient effects were reported. Additional information indicated that the leads were repositioned due to the dislodgement which was confirmed through x-ray imaging. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. Revision to fields f10 impact codes (3) and h6 impact codes (3). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to patients twiddler syndrome. This lead still remains in service. No adverse patient effects were reported. Additional information indicated that the leads were repositioned due to the dislodgement which was confirmed through x-ray imaging. Subsequently, this lead was explanted. No additional adverse patient effects were reported.